Event description:
It was reported by service report that the auxiliary outlet is burnt and the receptacle is pushed in. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Screw securing outlet loose.